Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible tone during an alarm condition while in the low volume setting. There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The device did not sound an audible alarm tone in the low volume setting. This was due to the circuit board.